Event description:
It was reported that this right ventricular (rv) lead exhibited high shock lead impedances within normal limits. Technical services (ts) discussed possible causes and recommended to continue monitoring. Additional information was received which indicated that the lead exhibited high shock lead impedances out of range. This rv lead remains in service. No adverse patient effects were reported.